Manufacturer narrative:
This is the same event as 3010536692-2015-00790, -00791. (B)(4).

Event description:
Allegedly, patient was revised due to mom complication: pain; disability issues. Intraoperatively the cup was malpositioned. (Left).